Manufacturer narrative:
The associated complaint device was not returned for evaluation. Our clinical/medical team concluded that the medical records have not been provided yet. This task will be re-opened when the information is available. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that revision surgery was performed due to pain. It is not known which devices were revised at this stage.